Event description:
As reported by the user facility: reports valve is leaking. She accessed at periphery with needle. Gauge size needle used was 18 gauge; contrast agent was thallium.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed. However, based on the info provided by the reporting facility, it was stated that the injection site was accessed with a needle. Per the instructions for use (IFU), the safeline injection site is intended to be used with b. Braun safeline system. The septum of the safeline injection site contains a pre-pierced slit and is designed to be used with a safeline cannula. The safeline cannula is to be inserted to the appropriate device through the center of the septum. This device is not intended to be used with a needle. Medication additions requiring a conventional needle should be used in emergency situations only. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process of final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If additional pertinent info becomes available, a f/u report will be filed.